Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, (B)(6).